Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in south korea. D11: associates devices reported by medwatch facility warsaw biomet ¿ 0001825034. Medical product: univ 2-hole shl 50mm lnr sz 23, catalog # 14-103650, lot # 418020. Medical product: epoly 28mm rlc lnr mrom sz23, catalog # ep-105883, lot # 334350. Medical product: tloc 133 mp sp t1 pps ho 5x95, catalog # 51-109050, lot # 3262237. Medical product: unknown screw x2 , catalog # unknown, lot # unknown. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints found for the item 650-1159. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. The reported event states deep infection. Infection is documented as a potential harm as an outcome of a number of hazards assessed by the above referenced rmf. Infection is considered a severity 3: moderate, which as per the severity table listed within the rmr is defined as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The reported event also states the infection resolved one month later, and does not detail any action taken regarding treatment of the infection. Therefore, severity can be considered to be no higher than a 3 (prescribed medical or surgical intervention), which is in line with the risk file. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was noted the patient underwent a left primary hip athroplasty. Subsequently, the patient was noted to have a deep infection on an unknown date in (B)(6) 2016 that resolved 1 month later.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product remains implanted in the patient. Concomitant medical products: associates devices reported by medwatch facility (B)(4) biomet ¿ 0001825034. Medical product: univ 2-hole shl 50mm lnr sz 23, catalog # 14-103650, lot # 418020. Medical product: epoly 28mm rlc lnr mrom sz23, catalog # ep-105883, lot # 334350. Medical product: tloc 133 mp sp t1 pps ho 5x95, catalog # 51-109050, lot # 3262237. Medical product: unknown screw x2 , catalog # unknown, lot # unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Devices remain implanted.

Event description:
It was noted the patient underwent a left primary hip arthroplasty. Subsequently, the patient was noted to have a deep infection on an unknown date in (B)(6) 2016 that resolved 1 month later.